Manufacturer narrative:
The pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call low battery alarm. Customer's blood glucose level was 220 mg/dl. Customer advised they replaced the battery on the device 10 times and cleared the alarms. However, customer continues to receive low battery alarms. Customer received a displayable history crc check failure after the low battery alarm was cleared. Troubleshooting for the alarm was performed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.